Event description:
The device used was a mechanical ventilator. Manufacturer: breas. Model: vivo 45 ls. Serial number: (B)(6). The ventilator stopped operating while the patient was using it. Serious injury was avoided by theparents immediately delivering ventilation from a second mechanical ventilator. The parents reported observing the following events before the cessation of operation. A) "high patient air temperature" alarm. The parents reported that the air blowing from the device felt hotter than theambient air temperature. B) the device delivered shallow and rapid breaths. The breaths were shallow enough to trigger the low tidal volume alarm. C) "internal function failure: 4" alarm displayed. The ventilator stopped after this alarm.

Manufacturer narrative:
Breas is not able to complete an investigation into this report as the serial number of the device was not indicated in the mw5175740 report submitted to the FDA. Additionally, there are no contact details for the reporter. This will be closed at this time.

Event description:
Unit was not using internal humidifier, was connected to a secondary humidifier. During nightly use, heated tubing flooded along with filter. This resulted in patient spo2 desat and required patient airway to be suctioned to restore spo2 levels. Please check the unit and verify correct operation as well as no potential water damage. Sd card capturing vent info will be provided along with unit. Heated tubing also available to be sent if requested.

Manufacturer narrative:
Breas performed inspection and testing on the device indicated in the report and found no signs of water ingress into the device. The device passed all functional testing. There was no fault found with the device. There is nothing to indicate that the device caused or contributed to the event. This ticket will be resolved.